Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. During the inspection, the indigo mains cable was found to be damaged, with a burn mark observed directly on the cable as well as on the adjacent metal plate located next to the cable at the indigo module. As an immediate safety measure, the device was made safe by disconnecting and unplugging both the battery and the mains power cables. Based on the information available, the indigo module was not installed by arjo, and the bed was not subject to routine servicing by arjo. As a result, arjo did not have full visibility of the installation process, service history, or the condition of the device prior to the reported event. According to the indigo instructions for use (IFU, 416260-en), mains cables are required to be examined for cuts, abrasions, kinks or other deterioration during routine preventive maintenance. Such inspections are intended to identify cable damage prior to continued use of the device. Based on feedback from arjo field service and a review of the provided inspection photographs, no deviations in cable routing or fixation were identified. The cable routing was found to be consistent with the intended installation arrangement. Given that the damaged cable was a 230 v mains cable, the observed insulation damage could have resulted in electrical sparking at the location of the damage. However, the investigation could not determine when or how the cable became damaged. The event was identified after it had occurred, with no witnesses and limited information regarding the circumstances. This assessment was discussed with electronics engineers, who agreed that, based on the information currently available, the initiating cause of the observed cable damage cannot be conclusively determined. Several potential contributing mechanisms were considered; however, none could be confirmed. As a result, the initiating cause of the cable damage could not be determined. The device did not meet its performance specifications as a result of the damaged mains cable. The complaint was assessed as reportable based on the allegation that sparks were reported to be coming from under the bed. There was no indication of patient involvement, and no injury was reported.

Event description:
During an on-site visit, an arjo technician noticed an enterprise 8000x bed with an indigo module in the repair area, accompanied by a note stating that sparks had been observed underneath the bed. There was no customer allegation, no indication of patient involvement, and no injury was reported.